Event description:
Complainant reported the patient was on impella cp for hemodynamic support. While on support multiple suction events was noted. Reportable due to low pump flow the patient experienced as well.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.